Event description:
After a pelvic exam using latex gloves, the pt complained of burning. Forty mins later, she returned to the rptr's office experiencing bronchospasm and urticaria. She was treated with epinephrine sc, albuterol, benadryl and IV fluids. The pt had a history of contact dermatitis from using latex gloves and she was allergic to nickel. Historically, for several months prior to the incident, the pt complained of vaginal burning and itching from condom use. She had stopped the use of condoms one month before the exam.